Event description:
It was reported that the leads were attempted during an implant procedure but they were unable to capture in any target vessels. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis results revealed no anomalies found. Also noted was all conductors were distorted, all conductors had blood/body fluid present (not obstructed), and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and analysis results revealed no anomalies found. Also noted was all conductors had blood/body fluid present (not obstructed).